Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen. Customer's blood glucose at time of incident was unknown. Customer stated that pump screen is not completely blank. Customer stated that there is black circle and the time, reservoir and battery icon are only on the screen. Customer is calling back with a frozen display after installing a new battery and still doing nothing. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no frozen screen, no display anomaly, and no audio or beep anomaly noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.